Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system was exhibiting reproducible oversensing, inappropriate shocks and inhibition of pacing. The ICD sensitivity was initially reprogrammed to less and duration was extended from 1 to 2.5 seconds. Changes to the system did not resolve the oversensing and inappropriate therapy and noise was noted on the ventricular rate sense and shocking egms. The physician elected to explant the device.